Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accu tni) results generated by the access instrument. Per customer, high accu tni results were obtained on multiple patients' samples. The results were reported out of the lab and amended reports were issued. Customer only provided specific data for one pt: the initial accu tni result of 63.78ng/ml was reported out of the lab. The original sample was retested and repeated result was 0.04ng/ml. In addition, the sample was tested on a different instrument in the customer's lab and a result of 0.04ng/ml was obtained. The customer reported one pt was sent for a cardiac scan. The customer did not report pt injury requiring medical intervention or death attributed or connected with this event.

Manufacturer narrative:
The customer collects samples in lithium heparin tubes and centrifuges samples at 3,700 rpm for 11 minutes. Qc and system check were within specifications in 2008. Errors were posted to the event log on the same day, and a field service engineer (fse) was dispatched to the customer's lab: the instrument was checked, no errors were noted and system check passed. The fse returned to the customer's lab 2 days later, performed a diagnostic testing and obtained a flier. The fse performed a major preventive maintenance (pm) to the instrument and ran a diagnostic testing which failed. During the pm, the fse discovered heavy spillage in the wash carousel. The fse replaced dispense probes and an aspirate probe and then ran diagnostic testing with good results. The fse verified the instrument per established procedures and results met published performance specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.